Manufacturer narrative:
(B)(4). Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun.

Event description:
The customer reported that the ventilator cycles on normal during pre-use check but the touchscreen display is unresponsive to touch commands.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim and after powering on the screen remained blank and all led¿s were illuminated constantly, duplicating the reported issue. Attempted to upload software but communication would not initiate. Isolated to issue to a corrupted boot loader, not a workmanship issue, in software version 4.6. As after re-loading the boot loader program corrected the current state of a blank screen condition. Uploaded software version 4.6b and communication is good and uim boots-up completely and no further anomalies were found after cycling for over 48 hours and after multiple cycles of power. Findings/root-cause: corrupted boot loader. This issue is addressed in an internal correction.